Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation; no anomaly was detected. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that after having difficulties interrogating the device and finally establishing telemetry, the device reported to be in bvvi mode. The device was later explanted, and it was noted that the device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.